Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported no longer feeling paresthesia. An x-ray revealed a lead migration. A lead revision was performed and the patient was reported to be recovering post-procedure.